Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-aug-2018 with the following findings: a review of the pump history showed call service 052 and 054 alarms had occurred. The pump powered up to a call service 052 alarm. The pump was opened and moisture damage was found on the printed circuit board. The call service alarm was due to moisture damage. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.